Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is inappropriate nail length. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2020 that a sign im nail implanted to repair a fracture was replaced with a shorter nail. The im nail was replaced with a 9mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "his original nail was too long but we didn't have the right size nail so he's been suffering with being unable to fully flex or extend his knee. We finally got the right size nails and so took him back for to replace the 340mm nail with a 320mm one."